Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h6: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the slack had not been taken up and the handle showed no evidence that the trip wire had been secured to the post. Additionally, the ligator housing did not accompany the device for analysis. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot, and the shrink wrap was removed early in the procedure; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit" and "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed". The reported event of bands unable to deploy was confirmed. It was determined that the device's instructions for use were not followed, as the slack was not taken up from the handle slot and the shrink wrap was removed prematurely during the procedure. These actions can ultimately affect proper band deployment once the ligator housing is installed on the endoscope, causing the trip wire to function incorrectly in relation to the handle when the bands are pulled. Based on all available information, the probable root cause assigned is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on january 2, 2026. It was reported that the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed before putting on scope; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2026. It was reported that the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed before putting on scope; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.